Manufacturer narrative:
(B)(4).

Event description:
Received info that during surgery the physician experienced difficulty in inserting and removing guide wires into and out of the lead. After many attempts he opted to use a different lead which subsequently was successful. No pt injury was reported.